Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 80 mg/dl, and the meter bg reading was 48 mg/dl. The customer consumed carbohydrates to treat bg. Reportedly, the customer went to the emergency room for low bg and was later admitted to the hospital for observation ward to allow low bg to stabilize naturally. MRI was performed for speech issues while experiencing low bg. Reportedly, the issue was resolved. Hospital discharge date was not provided and customer did not respond to tandem follow up attempts.